Manufacturer narrative:
(B)(4). The pt passed away on an unreported date in (B)(6) 2014. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performs pd therapy on a homechoice (hc) device, passed away due to an unreported cause. It was not reported whether the pt was hospitalized prior to death. It was not reported if an autopsy was performed. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the event history log revealed no failures, malfunctions or iipv events that could have caused or contributed to the reported event. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Visual inspection of the device noted an unrelated issue with a loose inner door gasket. A power on self-test and one hour simulated therapy were completed successfully on the device. Furthermore, the device passed all check and calibration tests during servicing. A review of the device history revealed no nonconformities, failures, reworks or deviations that would cause or contribute to the reported problem. Upon conclusion of the investigation, no failures or abnormalities were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.